Event description:
Customer reported seventy-four (74) false positive results with the binaxnow covid-19 ag card on multiple dates on kitted nasal swabs. This report is for patient thirty-three (33) of seventy-four (74) and lot 169485 (total quantity 22). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 at 12:25 o'clock which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: (B)(6)) which generated a negative result. The patient was symptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 3: all non k-12 or long term nursing facilities).

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics (B)(4), inc. On retained kit lot 169485 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 169485, card device part number 195-430 / lot 165640. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 169485 showed that the complaint rate is 0.007 %. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01762 through 1221359-2022-01835.